Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report of "restart/reboot" was not replicated or confirmed. The device was put through extensive testing including bench handling, power cycling, full functionality testing and stress testing without duplicating the report. The reported problem "lines on display" was not replicated or confirmed. The device's lcd color cable was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device's display showed lines and was not legible and would restart/reboot itself. Complainant indicated that there was no patient involvement in the reported malfunction.